Event description:
The customer observed biased k+ qc results on the vitros dt60 analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Biased results were reported and questioned by the physician. There was no report of patient harm as a result of this event.